Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right atrial (ra) lead exhibited lead noise oversensing which caused inappropriate automatic mode switch. No intervention was performed. The patient's condition was reported as unstable. Additional information about the patient's condition was not provided.